Manufacturer narrative:
A ge representative evaluated the system and replaced the 30a breaker, the .1/.03 second timer, a resistor, and a cable. System operates as intended.

Event description:
Customer reported system was making a noise during boot up. No pt injury was reported.